Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a surgical procedure the laser changed from ready mode to stand by mode on its own. The case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative provided guidance (to the customer) with preventive change measures ad explained to the customer that the ¿reported issue is an intended function.¿ the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. The root cause of the reported event can be attributed to the misinterpretation of the system¿s intended function. (B)(4).